Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
(B)(6) was implanted with an advance sling on (B)(6) 2007. On (B)(6) 2007, subject reported feeling tired. No medical action taken. On (B)(6) 2008, subject complained of worsening incontinence. Severity indicated as not serious. Patient was treated with medication. Event status continuing. No surgical intervention is indicated. Possibly related to the device and the procedure. Add'l info received indicates this was resolved on (B)(4) 2008. No further info provided.